Event description:
A customer reported that a patient was involved in an over delivery incident with an electromechanical ambulatory infusion pump. The patient's delivery regimen was scheduled for 7 days, but the patient returned to the user facility after 12 to 14 hours with no medication remaining in the drug reservoir. The patient claimed that the pump reset itself to a higher delivery rate, but this was not observed by the user facility. When the patient returned to the facility, the pump was operating at the correct delivery rate. Following the incident, the user facility performed a simple delivery test at different delivery rates, but could not duplicate the alleged malfunction. There had been no previous problems with the pump. The user facility suspects that the patient increased the delivery rate during their treatment. The patient had previously used a walkmed 350 pump and was experienced with its operation. The customer requested an evaluation of the pump by mckinley (the manufacturer). There was no injury associated with the incident.